Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a right transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the esheath got stuck in the external iliac artery (eia) during insertion. An pta by 5mm balloon was performed but also got stuck in cia. Eventually, pta by 7mm balloon made it possible to sheath insertion. The valve was deployed per manual. Digital subtraction angiography (dsa) and digital angiography (da) revealed a regional dissection from cia to eia without any abnormality of circulatory dynamics. A 8mm stent was placed. Per report, both the right and left external iliac arteries (eia) were severely stenosis. There was calcification from common iliac artery (cia) to terminal aorta which is exerted toward lumen. Vessel tortuosity was straight relatively. Although dissection was predicted, transfemoral approach was decided. The patient left the operating room in stable condition.

Manufacturer narrative:
The following codes have been added or corrected: h6: component code, type of investigation, investigation findings, and investigation conclusions. The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. No photos or imaging was provided. During manufacturing mitigations, the device is visually inspected and tested during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing-related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The IFU, commander device preparation manual, and the sapien 3 procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The IFU provides guidance on patient selection (candidate). Do not use this device in patients who have the following (access vessel injury may occur), significant aortic tortuosity or disease, including abdominal aortic or thoracic aneurysm, significant atheroma of the femoral and iliac vessels and ilio femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. In addition, the procedural manual provides guidance on insertion of the sheath. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification, do not force sheath and ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing sheath in the patient was unable to be confirmed due to no device or imagery provided. As engineering was unable to be perform any visual, functional, or dimensional testing on the device, a manufacturing non-conformance could not be identified. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU and training materials revealed no deficiencies. As reported, '14fr esheath got stuck in eia. Percutaneous transluminal angioplasty (pta) by 5mm ba1loon was performed but also got stuck in cia. A wire was changed to lunderquist, and stiff wire was inserted via contralateral femoral artery, but it was not resolved. Eventually, pta by 7mm balloon made it possible for sheath insertion.' The complaint description states, "access vessel calcification was moderate. Access vessel tortuosity was mild. Mld was 4.0'. Per the IFU, cautions to not use the device in patients with femoro-iliac vessel diameters smaller than 5.5mm for a 14fr esheath with a 23mm s3 valve. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcificatoin'. Access vessel characteristics such as calcification, small access vessels, and tortuosity can create a challenging pathway for sheath insertion/advancement. Calcification can create a restricted pathway or constrained pathway condition resulting in difficulty during sheath insertion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the sheath. In this case, available information suggests that patient factors (calcification, tortuosity, vessel size smaller than recommended for this device) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time.